Event description:
It was reported that during a gynecological procedure, endopouch pro46 was used. It was reported by the co rep that the "loop" support arm of the device broke off. No pt consequences were reported.